Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/01/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/21/2016 with the following findings: a review of the black box data showed an unexplained reboots and call service 054 alarms on 12/16/2015. A visual inspection of the pump showed that the battery compartment was cracked. No battery cap was returned with the pump; a test cap was used to complete investigation. The pump was exercised for 24 hours with no issues. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.